Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer was unable to obtain readings and as a result, customer experienced dry mouth, nervousness, headache, and was unable to self treat. Third party treatment of the customer's insulin that he regularly uses, sinjardy, and aspirin were provided. Customer also reported hcp contact where glucose levels were monitored and a reading of 70mg/dl was taken and he was later sent home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The serial number of the freestyle libre sensor associated with this complaint is unknown. During investigation of the track and trend review related to sensor error message issues in august 2022, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is unknown, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An error message was reported with the adc device. Customer was unable to obtain readings and as a result, customer experienced dry mouth, nervousness, headache, and was unable to self treat. Third party treatment of the customer's insulin "that he regularly uses", sinjardy, and aspirin were provided. Customer also reported hcp contact where glucose levels were monitored and a reading of 70mg/dl was taken and he was later sent home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.